Event description:
It was reported that the lead component would not go in the implantable neurostimulator (ins). The physician tried backing the lead out and ¿other methods¿ but could not get it to go in. The physician ended up using a different ins. It was also reported that the facility would not let the manufacturer¿s representative keep the ins that was not used. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).